Event description:
"Stent was being removed when it started stretching. Stent finally broke on the wire in the urethra. The broken end would not move, but then finally came out. Rest of stent was on the wire. Please call if further questions."

Manufacturer narrative:
Product was not returned for evaluation.